Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the host pc did not start up. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and hard disk by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a total failure of the system. No harm has been reported to philips. The device was not in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk and the allura host pc which returned the device to expected functionality.